Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: e tlw1624c124ee, serial/lot #: (B)(4), ubd: 19-jun-2021, UDI#: (B)(4); product ID: etlw1620c93ee, serial/lot #: (B)(4), ubd: 30-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of an unknown sized ruptured abdominal aortic aneurysm. It was reported that during the index procedure after implantation of the bifurcate and limbs, an endoleak was observed around the flow divider of the main body stent graft and overlapped areas. The physician decided to balloon at the overlap areas of the devices but the endoleak remained. The physician occluded at the main body to evaluate if the endoleak was proximal but the endoleak occurred again. The physician then occluded each limb one at a time and an endoleak was shown on both sides. The physician decided to reline both limbs. After final angiogram there was no endoleak visible and so the physician suspected a stent graft tear. The cause of the event as per the physician was stent graft tear. No additional clinical sequelae were reported and the patient is fine

Manufacturer narrative:
Evaluation summary: the reported type iiib endoleak could not be confirmed on the pre-implant films provided; therefore the cause of the event could not be confirmed. Lack of post-implant CT¿s or angiogram showing the endoleak were not provided for assessment of the event. It is possible that the observed calcification in the aneurysm sac may have contributed to fabric abrasion in the stent graft. While a type iii fabric endoleak cannot be ruled out, it is also possible that the endoleak was an acute type IV blush endoleak caused by fabric porosity which may have self-resolved within 24 hours. This type of endoleak can appear as a focused leak at the flow divider, due to the higher porosity in that portion of the stent graft. It is noted that the endoleak also appeared to be in the limb, perhaps again in a location where the components were not overlapping; across a single fabric layer. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.